Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count was not provided by the customer. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) wa analyzed for this event. Root cause: the ¿potential wbc contamination detected¿ alert and rbc spillover verification message were generated due to an rbc spillover occurring and being detected by the trimaaccel during the blood priming sequence, referred to as a prime spillover. The attached photos confirm this event. Prime spillover events typically occur when the separation of the cells in the channel is not sufficient when priming the channel, leading to a high rbc interface in the channel. Prime spillovers are more likely to occur if the donor hematocrit is entered inaccurately. Another factor that can cause these events is improper loading of the disposable kit in the centrifuge. If the lines exiting the hex collar become partially or fully occluded, rbcs can be sent up the plasma or platelet lines. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the disposable set was unavailable for return. As the run data file was not available, the root cause cannot be conclusively determined. Photos from the event showed arbc spillover occurred and was detected by the trima during the blood priming sequence. Prime spillover events typically occur when the separation of the cells in the channel is not sufficient when priming the channel, leading to a high rbc interface in the channel. Prime spillovers are more likely to occur if the donor hematocrit is high, or entered inaccurately. Another factor that can cause these events is improper loading of the disposable kit in the centrifuge. If the lines exiting the hex collar become partially or fully occluded, rbcs can be sent up the plasma or platelet lines.